Manufacturer narrative:
Additional information/correction: b3: date of event: customer corrected date of event to approximately mid, (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical product received on: 03jul2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. The complaint device was returned to cook for investigation. During investigation, a puncture in the packaging was noted. The packaging puncture appeared crumpled, suggesting that something was pushed through the package. No dimensional analysis was conducted, and at this time there is no evidence suggesting that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the complaint device lot found no non-conformances. A search of reporting software found no additional complaints from the field. Compiling this information, there is no evidence of non-conforming product from this lot in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, it was concluded that transport/handling of the device contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b3 ¿ date of event: (B)(6) 2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ultrathane mac-loc locking loop multipurpose drainage set was received by distributor and found to have a small perforation in the packaging. The device did not make patient contact.